Event description:
Primary stability not achieved, implant was completely covered with bone, trauma / accident, inadequate bone quality/quantity. Traumatic tooth loss 31 + 32, late implantation incomplete alveolar healing: no primary stability. Another implant has been placed successfully.